Event description:
A 16-mm ruptured basilar tip aneurysm was treated with a combination of platinum coils, target matrix coils. Coil sizes and quantities unk. No procedural complications noted. Pt presented with headaches 2 weeks post-procedure. Mr revealed edema around aneurysm. Pt treated with steroids and symptoms resolved.